Event description:
It was reported the closure device was explanted. A watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Baseline transesophageal echocardiogram (tee) showed severe mitral valve regurgitation. Patient also presented with significant right coronary artery (rca) lesion requiring coronary artery bypass surgery (CABG). The first deployed closure device was fully recaptured due to improper positioning. A second device was deployed, successfully met criteria, and was released. At the end of the case, the tee assessment of the mitral valve referred the patient for mitral valve surgical repair. The watchman device appeared more proximal at this time with a significant shoulder without leaks. Due to the change in positioning of the closure device and patients other factors, physicians decided to schedule the patient for surgery later that day. Surgery included CABG, mitral valve repair, removal of the closure device, and clipping the laa. Surgery was successful. Patient is stable and was discharged home.